Manufacturer narrative:
Concomitant medical products: product ID: 306001, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, ubd: unknown , UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that patient was stooping to put her shoes away when her wires got caught. Patient felt uncomfortable stimulation. On an additional call the patient reported they caught the lead on a door handle and it pulled the tape up. Patient said they were feeling "pressure" in the vagina. Patient increased stimulation to where they could feel stimulation and the patient was feeling stim in the right buttock and stomach. Patient services reviewed desired stim location. The hcp that did the procedure is in the same office. The patient was redirected to their healthcare provider to further address the issue.